Event description:
It was reported that pump displayed malfunction alarm 199 and malfunction code 12, indicating malfunction on pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with performing pump reset using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code occurred again, and caller acknowledged understanding of instructions.